Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that none of the buttons on his insulin pump were responding. The pump also restarts on its own. The customer has been weening himself off of the pump due to the pump issues. The customer discovered that his buttons were unresponsive while programming a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.